Event description:
The customer reported being hospitalized due to high blood glucose caused by bent cannula. The customer reported that the cannula was occluded. The customer has scar tissue in the abdomen area due to repetitive use for canula insertion site. The blood glucose reading at the time of hospitalization was above 500 mg/dl. During the troubleshooting the customer noticed a no delivery alarm. The doctor stated that the customer almost had diabetic ketoacidosis and kidney failure. The customer was vomiting throughout the night but waited until the morning to go to the hospital. The hospital treated the customer with IV, insulin and dextrose tablets. The customer was wearing the insulin pump during the hospitalization but it was removed at the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.